Event description:
It was reported that the cot could not be removed from the ambulance. The event occurred when the ambulance crew was unloading a 450lb patient. While the ambulance crew was pulling out the cot it locked up and became stuck. The ambulance crew could not push the cot back in and were unable to get the cot released. The patient was transferred to a backboard and then to another device for transport. The ambulance crew was able to provide that there was no injury to the patient as a result of this event.

Event description:
It was reported that the cot could not be removed from the ambulance. The event occurred when the ambulance crew was unloading a (B)(6) patient. While the ambulance crew was pulling out the cot it locked up and became stuck. The ambulance crew could not push the cot back in and were unable to get the cot released. The patient was transferred to a backboard and then to another device for transport. The ambulance crew was able to provide that there was no injury to the patient as a result of this event.

Manufacturer narrative:
Upon completion of a health risk assessment provided by a healthcare professional, this issue if repeated is not likely to result in serious injury or death to the patient or caregiver. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.